Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during implant, the right ventricular (rv) lead helix was unable to extend prior to being placed. The physician elected to use another lead to complete the procedure. The patient condition was stable.